Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery cap was not able to be removed from the pump. It was noted that the pump was losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots or power loss was recorded. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and was able to maintain an electrical connection. There was no damage observed to the battery compartment. The test battery cap was used to complete investigation. The pump was exercised for 24 hours with no power losses or pump reboots occurring. The complaint of the pump losing power was not able to be duplicated during investigation.